Event description:
(B)(6), 2009, I had a total hip replacement of my left/side/hip - it was a depuy pinnacle model. After a few months the pain became so intense, it affected sleep, walking, most movements of my body - in (B)(6) 2010, I learned of hip-recalls by depuy. My surgeon did another replacement (B)(6) 2011. Now I'm having more pain problems than ever. I reported this to the depuy corp. (B)(4).